Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's indicator has turned into a red x mark. There was no patient involvement.

Event description:
It was reported to philips that the device's indicator has turned into a red x mark. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated during lab tests. However, prior issues were found in the log files that correspond to the customer¿s complaint, indicating errors with this processor pca.